Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that the patient was hospitalized due to bent cannula which resulted in high bg 400 mg/dl. A correction bolus was administered with quick bg recovery no further information available.